Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump for non-malignant pain. The patient thought she was on the lowest dose possible. It was reported the pump was alarming or beeping. It was noted the beeping was the alarm before the critical alarm and the patient understood what the critical alarm would mean. It was reported the patient missed a scheduled refill. The reporter did not know the date of the alarm, but when the patient called the healthcare provider (hcp¿s) office she was told the anticipated date of refill had been (B)(6) 2019. It was further reported the patient was having trouble finding an hcp for a refill. The patient was in the (B)(6) area and was temporarily in the area but would not be returning home to (B)(6) until (B)(6). Her pump had been alarming since sometime in (B)(6) and the critical alarm would likely begin very soon. The patient had exhausted all other options. A company representative (rep) was contacted to help connect the patient with an hcp for refill or assist with the next steps in event of not being able to get refill. No further complications were reported.